Event description:
Related manufacturer reference number:3006705815-2022-18122. It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. It was also noted that the patient's left lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg and left lead were explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000076069.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.